Manufacturer narrative:
The ge representative conducted an onsite investigation. The service representative ran filament calibration tests without errors. The system operates as intended.

Event description:
The customer reported that the monitor on the 9800 system would not display an image. No patient injury was reported.